Event description:
This event was captured through a live video broadcast. It was reported that the 12 year old radial vein graft had restenosed. Two stents were in that graft, one xience and one non-abbott stent. The patient had angina. Both stents had restenosed. This was the patient's 4th case of restenosis in the last 2.5 years. The restenosis was treated with balloon dilatation and laser atherectomy. A non-abbott stent was implanted in a de novo section of the graft. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and stenosis/restenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. The IFU states the xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. The IFU also states the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.